Event description:
A customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact on the customer's blood glucose level. The issue was resolved by using a non-tandem wall adapter. Technical support sent a replacement tandem wall adapter via two-day shipping.